Event description:
Mechanical ventilator stopped working. Patient was bagged while ventilator was assessed. Ventilator was not blowing out any air and three error codes were given, indicating internal communication and control system error. Ventilator was swapped out and shift lead rt (respiratory therapist) was notified. The technical error codes in the history were flagging the expiratory channel as the problem. That circuit board was replaced along with the two pressure transducer boards that are connected to it.